Manufacturer narrative:
(B)(4).

Event description:
It was reported that an aspiration issue occurred. During demonstration of the angiojet® ultra system console system the fluid pressure was unbalanced and the unit is either not aspiring enough or too much. Replacement of the catheter did not resolve the issue. No patient involved.

Manufacturer narrative:
Device evaluated by manufacturer - the product was received in good condition. The unit failed at step 2.12 of the angiojet system functional feature test, user interface panel displayed ¿check saline supply¿. The ¿check saline supply¿ was determined to be a defective drawer assembly. It could not be determined what caused the drawer assembly become defective. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Since the console was manufactured over 7 years therefore; the root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that an aspiration issue occurred. During demonstration of the angiojet® ultra system console system the fluid pressure was unbalanced and the unit is either not aspiring enough or too much. Replacement of the catheter did not resolve the issue. No patient involved.